Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery failed. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's internal battery failed. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.